Event description:
A nurse was inserting a 22 gauge catheter into the pt when the catheter disconnected from the hub. The catheter was protruding from the pt's arm and the nurse was able to retrieve the catheter without harm to the pt. The catheter itself was lost; however, the remaining pieces of the device were returned to the co on 3/13/95. The individual inserting this catheter is well trained in inserting the device and there is no evidence to suggest that proper technique was not followed.